Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Customer filled cartridge with cold insulin. Customer added insulin to the cartridge and reloaded the same cartridge. Customer received an accurate fill estimate. Blood glucose levels were not impacted